Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that a patient underwent a revision thr with an exchange of the femoral head and acetabular liner. The patient complained of pain and MRI testing showed a fluid pocket around the proximal femur. No visible signs of damage were observed in surrounding tissues, acetabular component, nor stem trunnion.